Event description:
Reporter noted fifteen procedures with intermittent vacuum, and in one case, a surge that resulted in a posterior capsule tear. Changed machine and handpieces, but were unable to resolve. Changed lot of cassettes used and they were able to finish cases. Surgeon cancelled remaining fifteen cases scheduled. Pt with capsule tear is fine, with no complications; no intervention reported.